Manufacturer narrative:
The service evaluation could confirm the customer¿s reported issue as noise occurs on the image and the image does not appear temporarily due to a defective charged coupled device unit. Additionally, the bending section cover has scratches, and the adhesive from the bending section cover is peeled off. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer endoeye flex deflectable videoscope was returned to the olympus repair center for a reported ¿screen becomes dark¿. The problem was found during an unspecified event. Upon inspecting and testing, noise occurs on the image and the image does not appear temporarily due to a defective charged coupled device unit. This report is being submitted to capture image does not appear temporarily defect. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to failure of the image sensor unit, a board inside the video connector, or a problem with the system. Olympus will continue to monitor field performance for this device.